Event description:
Related manufacturer reference number: 1627487-2019-06442. It was reported that during the ipg replacement procedure (reference reg report: 1627487-2019-06329), high impedances were diagnosed on multiple lead contacts. Troubleshooting did not resolve the issue. Follow-up information received indicated that surgical intervention was undertaken on (B)(6) 2019 wherein both leads were explanted and replaced for a paddle lead. Effective therapy established post-op.